Manufacturer narrative:
Product event summary: analysis was not able to confirm programming screen and analyzer button would lock up. Stylus was pulling loose and was intermittent and made the screen appear to freeze. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programming screen and analyzer button would lock up. The operator could not do anything, the screen would just freeze up. The programmer has been returned for service. There was no patient involvement.